Manufacturer narrative:
A varian medical professional has determined the mistreatment reported in this report would not likely result in or contribute to a serious injury, as the pt was treated to prostate; on a single occasion, the isocenter was incorrect, resulting in an under dose of 150 cgy for that fraction. This was later corrected by adding a single additional fraction, so serious injury is unlikely. Although there was no reported injury, and injury is unlikely in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer called to report a mistreatment of 1 fraction out of 32. The mistreatment is an imrt prostate case where they used the obi kv/kv to position the pt, using a setup field where the isocenter of that setup field was not set to the same isocenter as the treatment fields. The shift was 3.7cm superior. The customer states that they think they inadvertently moved the setup field to the center of the image rather than moving them as a group. The customer did a dosimetry check by recreating the plan in eclipse with the isocenter shift. Overall, she said there is no negative impact as it is only 1 fraction of 32. The customer states that the bowel received a little bit more dose than planned and the prostate inferior portion has not been treated as planned for that day. But she said they will compensate the missing target portion dose by giving one more fraction at the end.